Event description:
It was reported a break in aseptic technique occurred described as the patient did not wear a mask and loose motion, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day. The patient began treatment with injection vancomycin, intraperitoneally (ip) (2gm/repeat on 4th day), fortum (ip, 1gm/daily up to 14th day), and heparin (2ml/every exchange). At the time of this report, the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.